Event description:
Routine complaint when a health care professional reported receiving a low blood glucose reading of 20 mg/dl on a precision pcx glucose meter when compared to a laboratory reading of 48 mg/dl. There was no report of death, serious injury or mistreatment reported.